Event description:
It was reported that the system would not start up; no boot. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system needs the sram and software installed. The reported issue is currently under investigation.